Manufacturer narrative:
Based on the event description, there was occlusion with limited flow down right common femoral and sfa that resolved once the 5f sheath was removed. Product was not returned; therefore, product failure analysis is not possible. A review of the DHR and similar complaint history was not performed as the lot number was not available. Merit medical systems, inc. Is the MFR of the sheath and has been notified of the reported complaint, associated with their 5f introducer sheath. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is injury due to the procedural placement of the introducer sheath.

Event description:
There was occlusion with limited flow down right common femoral and sfa that resolved once sheath was removed. Non-flow limiting dissection: the 5f introducer sheath was removed from the right common femoral artery. Hemostasis was accessed to obtain an angiogram of the right common femoral artery, including sfa, to determine severity. It was determined that the dissection would resolve on its own. The pt will f/u with ultrasound in 2 weeks. The cath lab mgr indicated the pt was released the day of the procedure and with no further sequelae.